Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system serial # (B)(4) found no failure, as it passed the work order. Analysis of the computer 9735416r zeppelin fusion rfrb (lot #: 1895281) found a motherboard malfunction, as the computer would boot just past the logo and then restart. The computer failed the phd vesa ram memory test (video card memory test). Analysis of the hd drive 9734699 cd/dvd-rw sata beige (lot #: 1013839l112) found that when connected to a known good computer, the driver had no power. Analysis of the computer zeppelin embedded (lot #: 1935150) found no failure, as the reported issues were not observed. Analysis of the system (B)(4) em rework (lot #: n06083829) found no failure, as the issue could not be confirmed. The returned system was powered on and the login screen came up, as normal. Multiple restarts were successful. The system was monitored for two hours and it did not power cycle, as reported. Ent application launched and functioned as expected. Product event summary #fusion system not booting up. Other relevant device(s) are: product ID: 9733560r, serial/lot #: (B)(4); product ID: 9735368, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9734699, serial/lot #: (B)(4); product ID: 9735416r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was cycling power. It would boot up just past the medtronic logo and then restart. Site confirmed that power and video cables were properly seated. There was no patient present.